Manufacturer narrative:
Fields d9 and h3 were updated. Evaluation result, evaluation conclusion, and evaluation method codes were updated. An investigation was performed and concluded that the circuit board was contaminated with liquid. This happens when there has been an error in the device's handling by the user.

Manufacturer narrative:
Occupation is a lay user/patient. The meter was requested for investigation. No evaluation testing has been performed; awaiting meter arrival.

Event description:
There was a complaint of display segments missing from the three 8¿s when the set button is pressed on the meter. The patient reports with the missing segments, the numbers appear to "look like 7¿s". The display check is complete with no missing segments from the results field when the power button is held down.